Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 alarm (air in set). This occured while the patient was on the home choice (hc) device, during dwell 3 of 4. The baxter technical representative (tsr) had the care giver(cg) check supplies for loose connections and clamps. The cg stated that the clamp on unused line was open. The tsr explained to cg why that clamp should remain close. The tsr had the cg cycle power to end therapy and advised the cg to contact the registered nurse (rn) about possible exposure to unsterile air. The cg ended therapy. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This condition of a system error (se) 2240 (air in set) was confirmed, because the patient reported having a clamp open on an unused supply line during therapy. This is a use error. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. This issue is being investigated through CAPA.